Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated their ins "kinda died", the battery died so they had ins replaced with a competing manufacture's ins, but the leads were left in. Pt said they had ins replaced in 2015, and didn't remember exact time they realized original ins died (event date asked unknown as could be 2014 or 2015). Pt said now they need an MRI, but when they put their current device into MRI mode, it says "MRI is not advised, there may be a problem with the implanted leads", which pt said are the leads are from the original ins. Pt said the MRI facility said pt cannot have an MRI with the mismatch of implanted components. Reviewed no testing for mris with mismatched internal components. No symptoms/patient complications reported.